Event description:
New information received notes programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin transmission. Upon review, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. The patient experienced no adverse consequences.